Manufacturer narrative:
Continuation of d10: product ID: 5568-45, lead implanted: on (B)(6) 2005, explanted: on (B)(6) 2026, product ID: 419478, lead implanted: on (B)(6) 2005, explanted: on (B)(6) 2026, product ID: dtma1d4 crt-d, implanted: on (B)(6) 2024, explanted: on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an infection with erosion and purulent discharge observed. During the attempted explant of the cardiac resynchronization therapy defibrillator (crt-d) system, the patient expired during extraction of the right atrial (ra) lead. It was noted that the other two leads were successfully removed, however the ra lead caused a complication. It was noted that during right atrial lead extraction, it was perceived that a perforation was created when the atrial lead was removed.